Event description:
Near death experience and medical intervention required due to the omnipod 5 insulin pump. Timeline of events are listed below. 5/18 very early am: I get an omnipod alarm saying something like 'fatal error, contact customer service immediately' and locked up. 5/18 am: I call customer service and they basically just walked me through doing a factory reset and said just start using it. This was odd to me because the last time I got an error like that they told me absolutely don't use it and overnight me another one. So I had to re-setup the whole omnipod after the factory reset and start a new pod. 5/18 afternoon: I eat the first meal of the day. Glucose was pretty high because I wasn't getting any basal through the morning. I think it was around 500. I bolus 27 units for the meal and to correct the high. 5/18 early evening: start getting low blood sugar symptoms and have a snack. Snack didn't seem to help very much. 5/18 throughout the evening - I keep getting lows despite snacking and drinking juice to correct. 5/18 late evening- glucose is now getting critically low, despite my family helping me shove food and sugary drinks down my throat, we were lucky if we could get it up to 60 and then it would drop to critical levels again and would be minimally responsive. During all this we called the access center at my hospital and had the on call endocrinologist doctor on the phone with us. Was advised to pause the insulin in the pod immediately and call 911. We decided to just take the pod off completely. Shortly after taking the pod off my sugar levels normalize. When I reviewed the logs on the omnipod it shows that the last basal dose was given like 7 or 8 hours prior to this incident. No insulin was dosed since then I have no idea how this was happening because the humalog insulin is only active in the body 2-3 hours. I reported all this to insulet, the maker of omnipod and they said they are investigating. I asked them multiple times what the fatal code was and they wouldn't tell me. Given the fact that this happened coincidentally after that fatal error and was the first meal, my only guess is that the pod and controller were not communicating appropriately and giving continuous insulin without the proper communication. My family ruled out any of this being cause by false readings from the dexcom glucose monitor because continuous fingerstick measurements were being done during the emergency and they were all matching the dexcom readings. I'm scared to use omnipod now until this gets figured out because had my family not been around, I would most likely have died given the fact the amount of intervention needed to raise my glucose to safe levels. I'm doing manual injections for the time being serial number of the omnipod 5 system (B)(6) serial number of the pod that was in use during the event (B)(6), sequence number (B)(4) case number filed with insulet the manufacturer (B)(4). Reference report mw5171012.